Event description:
The customer reported a system x-ray on in error detected and would not x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cooling fans and vents were cleaned during the service call. The system was tested and found to be working as intended and put back into service.